Event description:
A facility reported that following intraocular lens (iol) implant surgery the lens was exchanged for a different power lens due to hyperopia. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damage was observed. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional info. (B)(4).